Event description:
It was reported that intermittently, a malfunction alarm occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer's blood glucose level.